Event description:
During product evaluation by baxter, the infusion pump was found to contain a "stop" button on the pump-head module keypad that works intermittently. This event occurred during service. There was no pt injury or medical intervention associated with this event.

Manufacturer narrative:
The pump is in the process of being evaluated. A f/u report will be filed upon completion of the evaluation, or if any additional details become available.